Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, as the implantable pulse generator (ipg) could no longer hold a charge. The patient underwent a procedure in which the ipg was removed and replaced with a new alpha device. Postoperatively, the patient is recovering well. The explanted device will not be returned, as it was not released by the facility.